Event description:
Initial report states: "yesterday at about 3 pm eastern time he was performing a routine biv implant. There was no difficulty in accessing the cs and no undue forces applied to the sheath. After he had placed the lead, it dislodged and when attempting re-access of the cs, he noted that the entire ro tip was still in the cs. He removed the sheath and re-accessed the cs with a new csg worley. He placed the new sheath in the cs without difficulty and completed the procedure. On withdrawing the second sheath he noted that the ro tip was left around the lead. The sheath was split and withdrawn."

Manufacturer narrative:
Device history record (DHR) review indicates the proper materials and manufacturing methods were used to produce this lot of materials. Evaluation of the retain devices did not show any brittleness of the ro/soft tip material. Pull forces of ro/sheath joint was above the minimum specification. Presumptive root cause is that a force applied to tip segment exceed material strength causing the ro tip to fracture. Device was not returned to thomas medical for evaluation. Design controls were opened on this product line to evaluate and potentially implement changes to the tip design, materials and manufacturing methods to provide a more robust ro/soft tip.